Event description:
The new design of the tubing has been associated (within facility records) with the headers cracking on a significant number of the reprocessed dialyzers. It appears that the majority of the failures are present when using the tubing in coordination with the asahi 1050 aps dialyzers. Facility has recently found that the problem is also occurring with the gambro and fresenius dialyzers. Facility had an issue where pt injury occurred that potentially may be the result of this failure and request that you forward facility any info you possess related to this type of failure regardless of dialyzer type. In 2005 a pt in out-patient dialysis facility had a significant drop in their blood hgb while on treatment. Before dialysis their hgb was 10.4. The blood sample taken immediately post treatment was not able to be run due to the fact that it was hemolysed. The first hgb that was able to be run post treatment was 2.8. After investigating the possible causes of this pt event facility found the following upon inspection of the pt's dialyzer. It was a reprocessed dialyzer that had been used on this pt 10 times. All required safety inspections of this dialyzer were performed per policy and manufacturers recommendations. This was indicated by five staff signatures on this device. There was little to no clotting of the dialyzer fibers and that the arterial luer lock adapter of the dialyzer had fractured. The hole where the blood enters the header of the dialyzer was less than 1 mm and jagged upon this inspection. It appears that when the gambro c-3 blood tubing part #003-410-510 (possible lot #'s 06l-15760, 06l-15740, 06l-15723, or 06l-15759) was attached or removed from the asahi aps 1050s dialyzer, lot # y54n4s-p, it caused the red plastic internal part of the luer adapter to fracture. After discovering the nature of the fracture the manufacturers of the blood tubing and dialyzer were notified and arrangements were made to ship the dialyzer back to asahi for further investigation. Due to the fact that the fracture was present on the arterial blood port (or inlet side) of the dialyzer facility is concerned that it could have been the cause of this pt event. All aps 1050's were removed from facility's system in all three centers to ensure that no other issues occur related to dialyzer failure. This is done pending an investigation.